Event description:
The customer states that, calibrations for the phenobarbital assay (lot 41008hw00) are failing on the architect c8000 analyzer with error code 1455, indicating the calibrators were not loaded in order. The customer attempted another calibration, verifying the correct order of calibrators, but the same error code occurred. There is no impact to patient management reported.

Manufacturer narrative:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.